Manufacturer narrative:
A ge service rep performed an on site investigation. The surge suppressor was replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the 9600 system would not boot up. No pt injury was reported.